Event description:
It was reported the pt is experiencing pain at his scs ipg site. Pt will meet with physician to discuss possible surgical intervention to address the issue.

Manufacturer narrative:
Field correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.